Event description:
The user was performing birth anaesthesia with epidural method. They removed tuhoy needle and they performed an aspiration test for blood reflux. They decided to place a new device removing the one in use. After withdrawing the device they saw that a part, 5 cm in length, was missing. The diagnostic procedure was started. The user will perform a medical intervention under local anaesthesia to remove the device.